Event description:
During prepping of the device, when the physician tried to remove air inside of a maxi balloon catheter using an indeflator, air was not able to be removed completely. Air continuously came into the unknown indeflator from the balloon. Therefore, the balloon was exchanged to other one and the procedure finished successfully. There was no patient injury as the device was not clinically used. There was no difficulty removing the product from the hoop or the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks were noted. It is unknown if the same indeflator was used successfully with other devices. The product will be returned for analysis.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during prepping of the device, when the physician tried to remove air from a maxi balloon catheter using an indeflator, the air was not able to be removed completely. There was no patient injury as the device was not clinically used. Air continuously came into the unknown indeflator from the balloon. Therefore, the balloon was exchanged to other one and the procedure finished successfully. There was no difficulty removing the product from the hoop or the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks were noted. It is unknown if the same indeflator was used successfully with other devices. One non sterile catheter maxi ld 15.0mm x 4.0cm 110.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. There were inflation medium residues observed in the returned device. No other anomalies were observed in the returned device. A leak test was performed and no leaks were observed in the balloon and hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon leakage-during negative prep¿ was not confirmed as the leak test performed during analysis of the returned device showed that the device performed as intended and no leaks were observed in the balloon or hub of the device. It is unknown what factors may have contributed to the difficulty experienced by the customer. Neither the DHR nor the analysis suggests that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.